Event description:
The user received questionable results for troponin t (tnt) on the elecsys 2010 rack analyzer for one patient sample. The initial tnt result run from the primary sample tube gave 0.138 ng/ml. The sample was repeated 4 times. The first repeat gave 0.036 ng/ml. The second repeat run from an aliquot of the primary sample tube gave < 0.010 ng/ml. The third repeat run from the primary sample tube gave < 0.010 ng/ml. The fourth repeat run from the aliquot gave < 0.010 ng/ml. A second sample was obtained from the patient the same day and tested yielding a tnt result of < 0.010 ng/ml when run from the primary sample tube. An aliquot of this second sample was run yielding a tnt result of < 0.010 ng/ml. No adverse event has been alleged regarding these discrepancies. The troponin t reagent lot number was 158877. The field service engineer checked and cleaned the sample probe. The user reports no further issues have occurred since this event.

Manufacturer narrative:
A clear root cause could not be identified as detailed instrument and patient data concerning the event was not supplied for further investigation. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).